Event description:
The device was used during a hemicolectomy procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete tthe procedure. The hosp has reported no pt injury occurred.